Event description:
It was reported that the patient heard an alert coming from the device followed by one or two single beep tones every 10-15 seconds. The patient attempted to perform a remote monitoring transmission, but the patient was not able to establish telemetry. Troubleshooting steps were taken to no avail. The patient was advised to go to their clinic. At the clinic the next day, the device was initially non-responsive to both wired and wireless telemetry with two different programmers. When the device was able to be interrogated, power on reset was observed that noted a serious device memory failure had occurred. A suggestion was made to keep the patient on an external monitor with external rescue until the device could be replaced. The next day the patient had a chest x-ray and a small left pleural effusion was noted. The device was explanted and replaced. The remote monitor was also replaced. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event. Please note that this device is not marketed in the united states; however it is similar to another device family marketed in the united states. This e vent is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis confirmed the device to have no telemetry or pacing output, high system current drain, and erratic supply voltages. However, the failure cleared. Although it returned temporarily, it ultimately cleared again and was not able to be reintroduced. The cause of the high current and erratic supply voltages was not determined. Concomitant medical products: fr995-23, tissue valve, implanted: (B)(6) 2006. (B)(4).